Event description:
It was reported that high impedance was seen on this patient's device and therefore they were referred for a full revision surgery. At the time of surgery, the surgeon was prepared to perform a full revision surgery. After removal of existing lead and generator, the surgeon decided not proceed with re-implant due to scar tissue present on the left vagus nerve where a previous revision had been performed in 2013. The doctor stated that due to the condition of the nerve he did not feel comfortable re-implanting another lead, and thought that the numerous revisions the patient had could be a contributing factor to the patient¿s current high impedance reading. The patient was therefore closed without re-implantation. The patient¿s devices were sent to pathology after surgery. No other relevant information has been received to date.